Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited intermittent out of range pacing impedance measurements for the past year. Technical services explained causation is most likely due to spring contact issue on is-1 ring competitor electrode. It was noted that shock impedance was normal and there was no lead or isometrics noise. The ICD remains in service and no adverse patient effects were reported.